Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen/extrusion of left essure coil./was normal except for left essure device being extruded and lying behind the anterior abdominal wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and vaginal pain. Previously administered products included for an unreported indication: effexor. On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (",pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine, headaches/migraines / headaches/constant headache") and nausea ("nausea,"). On an unknown date, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy nickel"), cystitis ("bladder/urinary problems bladder infect") and dizziness ("constant dizziness"). The patient was treated with morphine, ondansetron (zofran melt) and surgery (diagnostic laparoscopy (n/a) removal of essure coil from edge of omentum (B)(6)2015 and essure removal- left sided). At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal haemorrhage, allergy to metals, cystitis, migraine, nausea and dizziness outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, bladder/urinary problems bladder infection, nausea, migraine, headaches left sided essure device removal done . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: was normal except for left essure device being extruded and lying behind the anterior abdominal wall/extrusion of left essure coil.. Hysterosalpingogram - on (B)(6)2012: bilateral occlusion. Physical examination - on an unknown date: patient appears pale and uncomfortable but not in acute distress. Mild diffuse tenderness in right lower quadrant, extending down into right groin. Nontender in left lower quadrant. Right lower quadrant pain. Nausea/vomiting. Incidental finding of extruded left essure coil. Ultrasound scan - on an unknown date: normal. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as nausea, pelvic pain, device dislocation. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: events migration of essure device location of device: abdomen/extrusion of left essure coil/was normal except for left essure device being extruded and lying behind the anterior abdominal wall, dizziness, vaginal bleeding added. Events abdominal ,pelvic pain outcome added. Lab data, lot number, medical history, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdomen/extrusion of left essure coil./was normal except for left essure device being extruded and lying behind the anterior abdominal wall') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and vaginal pain. Previously administered products included for an unreported indication: effexor. On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (",pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine, headaches/migraines / headaches/constant headache") and nausea ("nausea,"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy nickel"), cystitis ("bladder/urinary problems bladder infect") and dizziness ("constant dizziness"). The patient was treated with morphine, ondansetron (zofran melt) and surgery (diagnostic laparoscopy (n/a) removal of essure coil from edge of omentum (B)(6)2015 and essure removal- left sided). At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal haemorrhage, allergy to metals, cystitis, migraine, nausea and dizziness outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, dizziness, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, bladder/urinary problems bladder infection, nausea, migraine, headaches left sided essure device removal done. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: was normal except for left essure device being extruded and lying behind the anterior abdominal wall/extrusion of left essure coil.. Hysterosalpingogram - on (B)(6)2012: bilateral occlusion. Physical examination - on an unknown date: patient appears pale and uncomfortable but not in acute distress. Mild diffuse tenderness in right lower quadrant, extending down into right groin. Nontender in left lower quadrant. Right lower quadrant pain. Nausea/vomiting. Incidental finding of extruded left essure coil. Ultrasound scan - on an unknown date: normal. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as nausea, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (',pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine, headaches"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain (",pelvic/abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("allergy nickel "), cystitis ("bladder/urinary problems bladder infect") and nausea ("nausea,"). The patient was treated with surgery (essure removal). Essure was removed on (B)(4) 2015. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, cystitis and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pain dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, bladder/urinary problems bladder infection, nausea, migraine, headaches . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events injury was replaced by pain ,dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, bleeding menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), allergy nickel, bladder/urinary problems, bladder infect, nausea, migraine, headaches added. Lab data, device removal date added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.